Event description:
It was reported to covidien on 07/07/2009 that a customer had an issue with a transfer set. The customer stated that when she went to remove one of the blood tubes, the interior needle actually disconnected from the device and came out with the blood tube, and she was stuck by the end of the needle that is intended to be connected to the device. This was a dirty needle stick.

Manufacturer narrative:
(B) (4). An investigation is currently underway. Upon completion, the results will be forwarded.